Event description:
Reported by pt as: "I'm pregnant and I'm having pain and cramping at my port site. I believe it's from my baby moving. I've had 6-7 fills, and the doctor was unable to take the fills out." Follow up with the doctor reveals: "no info shared by md."

Manufacturer narrative:
Taper type ii. The product associated with this report will not be returned as it was not explanted. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Pain is a surgical/physiological complications, and analysis of device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the possibility of difficulty adding or removing saline as follows: "lap-band system patency can be confirmed by injecting saline into the band system, then immediately withdrawing it. An absence of decrease in fluid volume indicates a possibility of a leak in the system."